Manufacturer narrative:
Device evaluation summary: mentor received two devices with the same lot number engraved on the patch. They were named implant a and implant b for differentiation. Implant a contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Upon examination, a rent measuring approximately 0.1 cm was observed within a crease on the anterior aspect. No other anomalies were observed. Implant b contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Upon inspection, a rent measuring approximately 4.0 cm was observed within a crease affecting both aspects. No other anomalies were observed. The complaint of deflation was confirmed for both devices. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: right-mentor smooth round spectrum 475cc saline breast implant, catalog number 3501480, serial number (B)(4), lot number 6758479. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round spectrum 475cc saline breast implants which the left side deflated after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501460, lot number 7561612, serial number (B)(4), and right replaced with catalog number 3501460, lot number 7561612, serial number (B)(4) on (B)(6) 2018. The patient recovered fully and did not experience any accompanying symptoms.